Event description:
It was reported that upon removal, the minirail and the guide wire became stuck together. After pulling against resistance and kinking the shaft, the devices were removed as one unit. Upon removal from the patient, it was observed that the had separated and it was on the guide wire. No patient injury was reported.